Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information from a nurse in the USA of peritonitis in a patient coincident with unknown dianeal therapy. On (B)(6) 2012 the patient was hospitalized for peritonitis. The patient was treated with vancomycin one gram daily intraperitoneal (ip)for 3 weeks. On (B)(6) 2012 the patient was discharged from the hospital. The cause of peritonitis was unknown but believed to be touch contamination; however, this could not be confirmed. The patient was retrained on how to properly perform pd therapy. The patient recovered and dianeal therapy was ongoing. The event was not related to dianeal solutions, a baxter device, or disposables.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for associated lot numbers h12c12039, h12c27078, h12d23075, h12e03041, and h12f01027 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions were noted.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.